Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device memory was reviewed. To determine if the device's rate of battery depletion was normal, our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results showed that the monitoring voltage was normal based on therapy use to date and programmed settings. Although the battery itself had not depleted prematurely, end of life (eol) was triggered earlier than expected due to the extended charge times. Laboratory technicians and engineers concluded an eol charge time replacement indicator was declared due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
As of today, the explanted product has not been returned for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was explanted and replaced. The device was found to have reached end of life due to an extended charge time. The device was included in the mid-life display of replacement indicator advisory. There was no report of adverse patient effects due to the replacement procedure.

Event description:
The device was returned for analysis.